Event description:
Patient is intubated on a servo u ventilator. Servo u began to alarm flashing a high priority alarm. The alarm was "technical error 55". The patient had to be removed from the ventilator and bagged with a bag valve mask. Another ventilator had to be secured, set up, and the patient was placed on it. This has occurred with this exact ventilator previously. The service representative came out previously and cleared the ventilator providing a written report that it was safe to use on patients. This has occurred on four occasions. Reference report #mw5153818, #mw5153819, #mw5153820.